Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 19mmol/l. It was stated that the customer experienced high blood glucose for several days. The customer mentioned that the basal rates had malfunction causing the insulin pump not to deliver the basal as intended, and the doctor believes it also could be due to previous flu. Troubleshooting was performed, and no damage to the drive support cap noted. The manual prime test was performed and insulin did exit. Unable to perform the high pressure test. It was mentioned that there was a small crack on the battery compartment. The displacement and self tests passed. The insulin pump did deliver a bolus, but not the basal. No further information was provided.